Event description:
It was reported that a catheter issue occurred requiring additional intervention. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad) to the left main (lm). The opticross 6 hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. After imaging was completed, the vessel was stented from the lad back into the lm. Post ivus evaluation was performed and when an attempt was made to remove the catheter, it became stuck. The catheter was pushed and another attempt was made to remove but it failed. A secondary wire was advanced to attempt to pass the catheter and balloon beside it, but the wire would not pass and was removed. The ivus catheter was cut, and a guide extension catheter was advanced over the ivus catheter and down the vessel. The ivus catheter was able to be removed. The stent was post dilated again and another stent was placed on the distal edge of the primary stent to ensure appropriate apposition and structure integrity. The procedure was completed successfully. There were no patient complications.